Manufacturer narrative:
Follow-up # 1: 09/28/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: the complaint could not be confirmed or duplicated as the black box data from the time of the complaint had been overwritten. The black box present showed no evidence of short battery life. Current draws measured within specifications. Unrelated to the original complaint, during a visual inspection of the pump it was noted that the battery compartment was cracked. Additionally, it was noted that the battery cap was damaged, however was still able to fully tighten. The pump case was removed and there was no evidence of moisture or loose components found within. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power/battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.